Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified left main coronary artery to proximal left anterior descending artery. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, on the second inflation at 12 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported.